Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation of session records, high, out of range, high voltage lead impedance was observed during clinic visit. Patient is scheduled for a device replacement unrelated to this event and it was recommended that during pocket revision to check that lead is properly fixed in the header and to check for any visible damages. Lead replacement was recommended and scheduled. Procedure was later cancelled due to patient having high blood pressure. Replacement procedure for the lead has not been scheduled. No further information available.